Event description:
High blood sugars over the past 6 months [blood glucose increased]. Incorrect use of autocover needle. [Wrong technique in drug usage process]. Case description: the incident does not represent a serious public health threat. Medical device info: class iia. This spontaneous case from united kingdom was reported by a diabetes nurse specialist as "high blood sugars over the past 6 months" and "incorrect use of autocover needle" and concerns a (B)(6) female pt using novofine 8mm (30g). Autocover needles from unk date in (B)(6), 2009 due to device therapy for type 2 diabetes mellitus. Pt's height: 168cm. Medical history includes type 2 diabetes mellitus. Since (B)(6), 2009, the pt has been experiencing occasions of high blood sugars over the past 6 months, since using the novofine 8mm (30g) autocover. Operator at time of event was the pt. The pt switched back to novofine temporarily, when she ran out of novofine 8mm (30g) autocover and glucose levels came down from higher than 20 to below 10. The blood glucose levels rose again, when the pt restarted novofine 8mm (30g) autocover. Whilst using novofine needles her blood sugars have returned to normal. Pt has been trained in use. The diabetes nurse specialist has observed technique several times and it looks fine. The most times the pt reports, that her skin is wet despite having depressed it as fully as possible. Pt did not perform air shots prior to each injection. Function test was performed with innolet. The pt did not reuse needles, and the product was stored according to recommendations. The diabetes nurse specialist suspects, that it is incorrect usage of novofine 8mm (30g) autocover so they are persevering with reviewing the pt technique. The technique did look fine, and we spent several months exploring other avenues. The final outcome was reported as recovered. Sample returned for analysis. This case was re-classified from non-serious to serious based on follow up info received on (B)(6), 2010.